Manufacturer narrative:
(B)(4). The customer returned one peel-away sheath for evaluation. One sheath tab was returned separated from the sheath body. Visual examination of the returned sample revealed the sheath tab was broken adjacent to the hub. The sheath body was not torn along the blue score lines. The distal end of the sheath body appeared to be prematurely separating. The portion of sheath body adhered to the separated tab measured 0.157". The total length of the sheath body measured 2.813", which is within specification per product drawing. The IFU provided with this kit instructs the user , "grasping near skin, advance sheath/dilator assembly with slight twisting motion to a depth sufficient to enter vessel." The customer report of a separated sheath tab was confirmed by complaint investigation. One tab was separated from the sheath body. The sheath was not torn along the blue score lines. The distal end of the sheath was also prematurely separating. Based on the sample received , it was determined that manufacturing caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The customer reports: a wing from the peel away sheath broke off during peeling process. Clinician was able to salvage the vascular access but almost lost it due to this event since the midline had been trimmed to 8cm.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a wing from the peel away sheath broke off during peeling process. Clinician was able to salvage the vascular access but almost lost it due to this event since the midline had been trimmed to 8cm.